Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of a combination of inadequate support of the tibial tray on the medial side of the tibia, which appears to have worsened over time, and the patient's high bmi, which led to a crack in the tray and tibia pain.

Event description:
Index surgery (B)(6) 2012. Revision due to pain and cracked tibial tray.